Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that emergency medical services were dispatched and was hospitalized due to high blood glucose on (B)(6) 2020 for 6 days. Blood glucose level at the time of the incident was 500 mg/dl and current blood glucose was 188 mg/dl. Customer stated that was at hospital for a week and got home and ended back in the hospital for high blood glucose. Customer was treated with insulin pump and intravenous insulin infusion drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.